Event description:
Hospital reported the pump was delivered to the biomedical engineering department with a note indicating that during an infusion of tpn the bag emptied 2 1/2 hours early. This occurred twice on this instrument.

Manufacturer narrative:
The pump has not been received at the time of this report. A final report will be filed when the evaluation is completed. The manufacturer requested patient information. It was not available. This report was filled out by the manufacturer.